Manufacturer narrative:
Patient age at time of event: over 70 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-06836. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system and watchman access system were used. The transseptal puncture was performed and they gave the patient 10,000 units of heparin. The transseptal sheath was removed and the access system was positioned in the laa. The delivery system was advanced in the access system and angiogram pictures were taken. The closure device was deployed; however, as they were taking measurements through the echocardiogram, thrombus was noticed flipping around the left atrium off the delivery system as low as the access system. The closure device was still connected to the core wire. They quickly ran through the release criteria and determined it was appropriate to release. While they were releasing the closure device, they aspirated with a 60cc syringe and were able to suck a portion of the clot out. The delivery system was removed and they aspirated off of the access system because they could still see clot in the access system. After they aspirated for about 15-20 seconds, the clot disappeared on the echocardiogram, so they pulled the access system over to the right side of the heart and back into the inferior vena cava (ivc). Once the access system was removed, they deployed a non-bsc suture-mediated closure system in the vein. They flushed the access system on the back table and there was a small clot that came out of the access system. Since they could not see anything on the echocardiogram, they were very confident that they aspirated all of the thrombus. The patient was never symptomatic. He woke up from anesthesia just fine and was discharged the next morning with no complications.